Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for movement disorders. It was reported the patient observed a por on the patient programmer with no known triggering event. The por was successfully cleared. Troubleshooting resolved the reported issue. No patient symptoms or further complications were reported as a result of this event.